Manufacturer narrative:
Product complaint #:(B)(4). Additional information: h6 component code: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available., g07002 - device not returned if further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: not provided, attached. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: tissue adhesive as adjunct to staples for wound closure after knee and hip arthroplasty in this study, tissue adhesive was administered as adjunct to our standard wound closure protocol. With this the authors aim to reduce wound drainage, resulting in less prolonged hospital admissions and a cost reduction. In a cohort of 1000 consecutive patients receiving primary total hip, total knee or hemi-knee arthroplasty, starting february 2017, tissue adhesive (dermabond advanced®) was administered after standard wound closure with resorbable sutures for fascia and subcutaneous tissue and skin staples. Patients were prospectively followed for increased duration of hospital admission due to wound drainage. Fischer exact test and student¿s t-tests were used to compare this with a consecutive cohort of 1000 patients before february 2017 treated with the same perioperative protocol. Costs of the tissue adhesive were compared to the change in hospital admission costs to assess the cost-effectiveness. Reported complications include (n=109) wound drainage requiring prolonged hospital admission and (n=9) early infections (<6 weeks). In conclusion, the use of tissue adhesive alone as skin closure in arthroplasty has not proven to be a viable alternative to regular methods. This study proves tissue adhesive as an adjunct to staples, reduces wound drainage and is cost effective. As wound drainage is associated with an increased risk of periprosthetic infection, addition of tissue adhesive might reduce that risk.